Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the insulation of this right atrial (ra) lead had burned caused by the electrocautery during a pocket procedure. The patient was in chronic atrial fibrillation. Additional information obtained from the field representative confirmed that the conductor coil was exposed and the physician decided not to remove the lead due to the patient's condition. This ra lead was surgically abandoned. No additional adverse patient effects were reported.